Event description:
During uterine artery embolization an attempt was made to advance a waldman loop into the ipsilateral right internal iliac artery. Dr unable to catherize the internal iliac artery. Contrast agent was injected. There was a laceration of the common iliac and external iliac arteries. Right foot was cold and numb. Pt was rushed to hosp. Emergency surgery was performed: a femoral to femoral bypass graft across lower abdomen from left side to right side.